Manufacturer narrative:
Both leads were discarded at the hospital and are not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reports both implantable pacing leads insulation became damaged from rubbing against his rib. The next day both leads were found to be fractured via x-ray at the suture sleeve site, which triggered the lead safety switch. It was suspected that the suture sleeves on the leads were tied too tight. The leads were subsequently explanted and replaced. No additional adverse patient effects were reported.